Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined although it was most likely related to the replacement procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A normal ipg replacement occurred on (B)(6) 2026. Following the procedure, an infection at the ipg pocket occurred, and the patient experienced pain and wound dehiscence with ipg externalization. It was unknown exactly when following the procedure the symptoms began. The patient was hospitalized on (B)(6) 2026, and an ipg explant occurred on (B)(6) 2026.